Manufacturer narrative:
The customer confirmed the parent tube of the sample had the presence of fibrin. The investigation determined the issue is consistent with incorrect pre-analytic sample handling due to fibrin strands found in the parent tube.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys probnp ii ver. 2 immunoassay on a cobas 8000 e 801 module. An aliquot of the sample was tested, initially resulting in a probnp value of 20.4 ng/l and this value was reported outside of the laboratory to a physician. The physician requested a repeat of the sample. The aliquot of the sample was repeated on a second analyzer, resulting in a value of 4570 ng/l. The repeat value was also reported outside of the laboratory to the physician. No fibrin was found in the sample aliquot after measurement. The probnp reagent lot number was 561857. The reagent expiration date was requested, but not provided.